Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6)2024, after 3 or more hours of insertion. Insertion site was upper buttocks. The blood glucose level was high. Therefore, patient was treated with multiple daily injection. The issue was resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.